Manufacturer narrative:
The device was returned for evaluation. The customer¿s reported issue was confirmed as the image from the monitor suddenly disappears and disappears. During testing, when connected and operated according to the instructions manual, there were no other abnormalities. A visual inspection noted there was no abnormality in the appearance. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus (ot) was informed that the image from the high-definition liquid crystal display monitor disappeared during the diagnostic endoscopy procedure, so another monitor was used, and the intended procedure was completed. An image was shown in the operation check after the procedure. The device was inspected before use and no abnormalities were observed. No patient injury or impact was reported to olympus.

Manufacturer narrative:
This report is being supplemented. To provide additional information .based on the approved final investigation and the device evaluation. A review of the device history record found no deviations. That could have caused or contributed to the image failure. Based on the results of the investigation, the power failure was caused by a faulty power supply board. However, the definitive root cause of the power supply board failure could not be determined. Olympus will continue to monitor field performance for this device.